Event description:
The report received from the affiliate indicated that during an interventional endovascular procedure, after the physician deployed the smart control 6 x 60 stent, he pulled back the stent delivery system (sds) and the distal tip of the sds became stuck in the distal end of the sheath. The units were stuck and both products were removed as a unit. Angiography was performed and the physician determined the procedure was completed successfully. There was no reported patient injury. After removal of the products, the physician tested the devices outside the patient and the same issue occurred. The target lesion was the superficial femoral artery (sfa). The lesion was reported to be: a chronic total occlusion (cto), mildly calcified, 10 cm above the popliteal artery, 4 cm length, and not tortuous. The approach for the procedure was ipsilateral. A medikit j sheath was used for the procedure. The lesion was dilated using an unknown balloon catheter and the physician proceeded with stenting as the blood flow did not show very much improvement. There was no additional patient information available. There was no reported difficulty removing the product from the packaging. No damage or kinks were observed upon inspection prior to use. The product was prepped properly according to the instructions for use (IFU). There were no kinks or bends noted upon inspection prior to use. There was no reported difficulty during insertion of the smart control device. No additional information is available.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15078335 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Five (5) units were rejected during the final assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted, that were considered potentially related to the reported complaint. No non-conformance records were issued for this lot. An excursion was found for lot 15078335 due to an ucl out of control point for the graphic of smart control mdx yield. Given that the excursion was favorable no action was taken. Outer sheath subassembly lots 15073307 and 15072609 were reviewed. It was observed during review that no nonconformance was generated and no other incidents were noted that could be potentially related to the complaint reported. 16 units were rejected during the assembly of lot 15073307 and 35 units were rejected during the assembly of lot 15072609. The DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint.

Manufacturer narrative:
The report received from the affiliate indicated that during an interventional endovascular procedure, after the physician deployed the smart control 6 x 60 stent, he pulled back the stent delivery system (sds) and the distal tip of the sds became stuck in the distal end of the medikit j sheath. The units were stuck and both products were removed as a unit. Angiography was performed and the physician determined the procedure was completed successfully. There was no reported patient injury. After removal of the products the physician tested the devices outside the patient and the same issue occurred. The target lesion was the superficial femoral artery (sfa) in a (B)(6) female. The lesion was reported to be: a chronic total occlusion (cto), mildly calcified, 10 cm above the popliteal artery, 4 cm length, and not tortuous. The approach for the procedure was ipsilateral. A medikit j sheath was used for the procedure. The lesion was dilated using an unknown noncordis balloon catheter and the physician proceeded with stenting as the blood flow did not show very much improvement. There was no additional patient information available. There was no reported difficulty removing the product from the packaging. No damage or kinks were observed upon inspection prior to use. The product was prepped properly according to the instructions for use (IFU). There were no kinks or bends noted upon inspection prior to use. There was no reported difficulty during insertion of the smart control device. No additional information is available. One non sterile unit of smart control 6x60 mm was received coiled in a plastic bag along with an unknown sheath introducer. Locking pin and stent were not received. The outer sheath was kinked at the end of ID band, blood residues were observed inside the sds at stop location. The cause of the kinked condition could not be conclusively determined but it could be related to the coiled condition of the unit received for analysis. The distal tip was caught at the brite tip border or the introducer. No other discrepancies were found. The sds was introduced into a 6fr lab sample csi introducer and no resistance was felt, when the sds was withdrawn it stopped at distal tip location, it was not necessary to measure the od because the sds went through the csi in its entire length, therefore the od was correct. After the functional analysis the unit was observed under 50x magnification and it was confirmed that the distal tip was damaged and it was caught at brite tip border. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The withdrawal difficulty through the guide sheath reported by the customer was confirmed; the distal tip was found damaged and caught at the brite tip. The cause of the damage could not be conclusively determined; however, it does not appear to be manufacturing related; controls exist in the manufacturing process to prevent this type of condition along with inspections in place to detect damages to the sds. After deployment of the stent, the IFU outlines the steps to re-sheath the tip prior to withdrawal into the catheter sheath introducer and out of the body. It is possible that incomplete re-sheathing of the distal tip prior to withdrawal resulted in the proximal end of the distal tip getting caught on the distal end of the sheath introducer causing the damage noted on the returned device. This then would have prevented withdrawal through the sheath. Procedural factors and handling may contribute to the condition as reported. Neither the DHR review nor the product analysis suggest that the condition reported by the customer is manufacturing related, therefore no actions will be taken at this time.